Manufacturer narrative:
D4 gtin: corrected to (B)(4). There are controls in the manufacturing process to ensure the product met specifications upon release. Visual inspection of the returned subject guidewire revealed that the distal tip of the subject guidewire fractured and was not returned. There was kinking noted to the subject guidewire. A functional inspection could not be performed due to the damage to the subject guidewire. The reported event was confirmed during the device analysis. The subject guidewire device failed to meet specification based on the damage noted. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that during the procedure of delivery the tip of the subject guidewire was fractured and left in the vessel at the position of aneurysm neck. Additional information received indicates that continuous flush was set up and maintained throughout the clinical procedure, the patients anatomy was moderately tortuous, there was no patient impact and it is unknown if any force was used to overcome resistance. The subject guidewire device was received, and it was confirmed that the distal tip of the subject guidewire fractured and was not returned,. There was kinking noted to the subject guidewire. It is likely that there were procedural and/or anatomical factors present during the clinical procedure which caused difficulties while manipulating the guidewire and subsequent fracture. An assignable cause of procedural factors will be assigned to the reported and analyzed ¿ guidewire distal tip broken/fractured during use ¿and ¿ un-retrieved device fragments¿ and to the analyzed ¿ guidewire kinked/bent¿, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during one aneurysm embolization procedure, the tip of the subject guidewire was fractured and left in the vessel at the position of aneurysm neck. The operator withdrew the delivery wire and used a new product in same catalog to continue the procedure, and the fractured guidewire part was attached between the deployed stent and the vessel wall. There were no clinical consequences to the patient reported as a result of this event.

Event description:
It was reported that during one aneurysm embolization procedure, the tip of the subject guidewire was fractured and left in the vessel at the position of aneurysm neck. The operator withdrew the delivery wire and used a new product in same catalog to continue the procedure, and the fractured guidewire part was attached between the deployed stent and the vessel wall. There were no clinical consequences to the patient reported as a result of this event.